Event description:
The hand-trol was placed on the drape and a piece of heavy equipment was placed on top of it . The activation alarm was so low the nurse could not tell immediately where it was coming from. When the nurse found the hand-trol, it had just burnt the drape, there was no pt burn.